Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the sheath was removed the white advancer tube and the sealant remained in the black shuttle tube. The sealant did not deploy and because the patient was anti-coagulated, a femostop was placed to obtain hemostasis. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant was not returned with the device. The advancer tube was found inside the shuttle cartridge which indicates an incomplete engagement of the advancer tube. Based on the provided information and the investigation performed, the root cause for the reported event could have been from the excess adhesive fillet/ taper around the distal edge of the tamp lock preventing the advancer tube from properly engaging with the tamp lock. The review of the lhr (lot f1316507) indicated that the device lot met all established performance criteria prior to shipment.